Event description:
Information was received from a consumer implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that a couple of days prior to (B)(6) 2016 the patient had been lifting something and then they had a loss of stimulation and stimulation stopped. The programmer and recharger both showed poor communication. The patient could communicate with the recharger, but couldn't turn the implantable neurostimulator on which had started on (B)(6) 2016. The patient had last recharged a couple of weeks prior to (B)(6) 2016. An appointment was scheduled for (B)(6) 2016 with the patient's physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the action taken to resolve the issue was spinal cord stimulation and implantable neurostimulator reprogramming. The cause of the issue was determined to be the need to reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.